Event description:
Inaccurate invasive bp readings on co device contributed to treatment of hypertension with multiple antihypertensive drugs. Admitting diagnosis: poss aneurysm event occurred in recovery room following resection of confined ruptured left iliac aneurysm with aorto bifemoral graft insertion. In response to an event reported where invasive pressure readings were reported to be artificially high, co engineering performed an investigation seeking an explanation for the probable cause. The unit suspected of causing the problem (sn 5484-ho) was a 3000 monitor shipped in september of 1990. Co's production and service records were researched in order to establish the unit's repair history. Production records indicate that rework occurred to the unit during the production build. This rework included updating the datasette software, replacing the ECG board and internal ECG cable, adding static protection enhancements to the trend and host processor boards, and replacing a cracked crt. Co service records list one service installation in september of 1990. No other service records exist because the hosp utilizes their own biomedical staff for unit maintenance. The hosp's biomedical staff reported that the unit displayed a p1 pressure of 300/200 when a 120/80 pressure simulator was connected. However, the second channel p2 displayed the proper pressure. The hosp replaced the pressure board (0670-00-0255) and the problem remained. It was reported that they proceeded to dismantle the unit searching in the area near the front jack and switch board (0670-00-0367). When the unit was re-assembled, the problem went away.